Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported feeling palpitations and pauses causing shortness of breath. The patient was diagnosed with atrial fibrillation. The implantable pulse generator (ipg) was reprogrammed and the patient was prescribed anticoagulants. The ipg remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical s tudy. No further patient complications have been reported as a result of this event.